Event description:
Following deployment of a 26mm sapien valve there was severe paravalvular leak (pvl). Post dilation was performed to treat the pvl; however, the post dilation created central aortic insufficiency (cai) and the pvl remained severe. A second sapien valve was subsequently implanted within the first, which resulted in satisfactory valve function and minimal pvl.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the pvl cannot be confirmed. No edwards¿ representatives were present at the tavr procedure, and the information available does not give any indication as to the cause of the pvl. The cai was noted to have been caused by post dilation to treat the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.